Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty was performed with a 25 millimeter (mm) non-medtronic balloon for an unspecified reason. Mild paravalvular leak (pvl) was observed following the bav. Approximately 1 year and 11 months later, the pvl worsened to a "large" severity. The patient experienced unspecified symptoms as a result, and treatment is required to address the pvl, although the specific type of treatment is to be determined.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post-implant balloon dilation was performed due to moderate pvl. The "large" pvl was sp ecified as mild-moderate severity. The patient was experiencing decreasing ejection fraction as a result. The planned treatment included a balloon aortic valvuloplasty with a 28 mm non-medtronic balloon first and if the pvl remains significant, a second non-medtronic valve will be implanted.